Event description:
An opened, but unused generator was returned to cyberonics from a hospital. The site indicated the generator "would not properly respond to computer. New generator opened. Same thing happened. New computer obtained, 2nd generator ok." The generator is undergoing analysis. Good faith attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.